Event description:
It was reported that this right ventricular (rv) lead exhibited an abrupt change in pacing impedance measurements and triggered a lead safety switch due to impedances of greater than 3000 ohms. There were also episodes of rv noise and oversensing noted. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).